Manufacturer narrative:
Internal complaint reference: (B)(4). B3: the occurrence date of the reported event is unknown. All patients underwent mom birmingham hip revision between 2012 and 2020. H6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, on the literature review "revision of metal-on-metal hip replacements with dual-mobility bearings and acetabular component retention", ninety four (94) metal on metal birmingham hip replacements underwent revision surgery between 2012 and 2020. From these, two (2) hips were revised due to aseptic loosening of the bhr acetabular cup. No further information is available.